Event description:
It was reported that a patient with an edwards aortic bioprosthetic valve was diagnosed with severe stenosis causing moderate mitral valve insufficiency after a duration of eight (8) years and seven (7) months. The patient underwent an implant of a transapical transcatheter aortic valve (tavr) within the subject valve (valve in valve) to treat the event. The tavr was completed successfully at the desired location and the patient is doing well.

Manufacturer narrative:
Additional manufacturer narrative: implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Structural valve deterioration (svd) is the most common reason for bioprosthesis stenosis and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of svd including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation (remains implanted; valve in valve), the specific mechanism leading to this explant cannot be identified or evaluated. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to monitor all events.